Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power switch overlay. The customer reported that they confirmed the issue was the power switch overlay and they ordered parts to complete the repair. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14aug2019.

Event description:
It was reported that the unit declared an alarm led failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.